Event description:
The account stated that the architect c16000 analyzer generated a calcium result of <2 mg/dl. The result was flagged and was not reported out of the lab. The sample was repeated and a result of 9.9 mg/dl was generated. There was no report of impact to patient management. No further patient information was available.

Event description:
Caller states neonate patient received results of 36 mg/dl on aviva system 1 and 37 mg/dl on aviva system 2 while a comparison lab returned as 60 mg/dl. The reported values were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 202699, expiration date 10/31/2011). (B)(4).